Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station had a cubie failed. A field service engineer resolved the issue by replacing the flex cable due to physical wear, causing it to malfunction. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis medstation system, the cubie failed in the c4ceu auxiliary, which necessitated the pharmacy to reload medications in a different location within the pyxis system. This incident resulted in a delay in dispensing medication to the patient and there was no patient harm. There were no adverse events or injuries reported based on this event.